Event description:
It is reported that upon engagement, the flat tab separated from the extractor.

Manufacturer narrative:
Also reference 1822565-2008-00794 as this event occurred during the same surgery. Evaluation summary: the device histories are intact and indicate that the parts were manufactured and inspected per specification. Cause cannot be definitively determined. As returned, the tab on each of the separators has fractured off. The welded tabs were reviewed and met manufacturing specifications. The devices have a potential field age of 9 months.